Event description:
The consumer's son alleges the wheel bearing broke, causing the wheel to come off the rollator. The consumer's son was able to prevent the consumer from falling. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Alleged malfunction. The consumer's son alleges the rollator wheel bearing broke, causing the wheel to come off. The consumer's son was able to prevent the consumer from falling. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. The consumers age, height and weight are unknown. The consumer's medical history and stability are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting, tiling or terrain are unknown. Product usage technique is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.